Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother called regarding the recall letter regarding the reservoirs. Caller stated that a reservoir was leaking. Caller stated that the customer's blood glucose reading had reached up to 300 mg/dl. Reservoirs will be replaced. Nothing further reported.